Manufacturer narrative:
This report is submitted on december 18, 2018. Registration number (B)(4).

Event description:
Per the clinic it was reported that the patient experienced an infection at the abutment site. Subsequently, the abutment was removed and a longer abutment was placed.